Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing speaker/audio related issues at the information center ix. No patient harm was reported.